Manufacturer narrative:
Findings: no battery cap received with unit. Unit received with missing retainer and missing reservoir tube o-ring. Unable to perform displacement test due to missing retainer. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and slightly peeling serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their reservoir o-ring came off and the reservoir keeps falling out of the pump. The customer's blood glucose level was not known at the time of incident and no troubleshooting was performed. The customer indicated their pump shows signs of damage the device will be returned for replacement.